Manufacturer narrative:
Upon eval of the dental light, it was observed the distributor had connected the dental light to an incorrect power supply. Therefore, when the dental light was turned on, the dental light circuit board shorted out. The dental light circuit board is located inside a metal light arm with a gasket seal. Our investigation concludes there was no evidence of fire or soot escaping this enclosure as well as not being possible for this to occur. On the inside of the metal light pole there was some evidence of shorted components on the light circuit board as well as some soot inside the metal light arm.

Event description:
A dentist turned on his new dental light and heard a "pop" come from the dental light. The dentist allegedly claimed he saw fire come out of the dental light arm.